Event description:
Boston scientific crm received information that during a follow up visit, interrogation of this left ventricular lead revealed impedance measurements greater than 2000 ohms; lead fracture was suspected. In addition, left ventricular loss of capture was displayed. The lead was reprogrammed from bipolar configuration to unipolar configuration; the lead was reinterrogated and normal impedance measurements were obtained and the lead was capturing appropriately. A decision was made to further monitor the lead. The lead remains implanted and in service. No adverse patient effects were reported. Additional information was received. Two years later, a follow up visit revealed similar high out of range impedance measurements. However, the lead is capturing at 3v when programmed to unipolar. No intervention is intended and the patient will be monitored during normal follow up visits.

Manufacturer narrative:
According to available information, this lead remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.